Manufacturer narrative:
The duragen suturable dural regeneration template durs1391)) was not returned for evaluation; however, investigation of retained samples was performed as follows: device history record (DHR) review: the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis: ten (10) units were visually inspected. Dispenser boxes and contents were in good condition, tray sealing area was complete, no defects were observed on the sponges, and suture retention strength test performed to the retained sample was satisfactory. Medical assessment: a medical assessment was provided to evaluate the possible relation between the reported event and product use. The assessment concludes the following: "there is no information nor returned of a device remnant to confirm device related malfunction. In addition, no adverse patient consequences occurred from the procedure, i.e., leakage were reported. Finally there was no additional matrix utilized to complete the procedure indicating that the device was of sufficient strength to complete the procedure and release the patient." Root cause: based on the available information, the satisfactory retain sample results, and the conclusion of the medical assessment, there is no information that confirms a device related malfunction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon implantation and as the surgeon was placing sutures, the duragen suturable regeneration (durs1391) graft kept tearing. The technician who was in the room also said a piece of the graft tore off the corner of the 1 x 3. The surgeon had used the product on other surgeries without any issues so there was a point of concern, hence the complaint. The incident led to a delay of at least half an hour due to multiple stitches not holding, but no patient injury was reported.